Event description:
It was reported that when using the bd pyxis¿ es server, admitted patients were not showing on two stations. The customer mentioned that they had to locate the patients using the global find feature. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the admitted patients were not showing on 2 stations. A technical support specialist (tss) checked the patient record. The station had no communication issues with the server, and the server had no communication issues with the station. The patient was visible in the server database, with the patient unit assigned to the correct device area. The server showed no downtime errors, and nurses were assigned to the same area as the patient. Tss dialed into the station and successfully performed a facility search to locate the patient. As advised, the medapp logs were checked to ensure the patient limit of 300 was not exceeded and that the maintenance service was running. Upon inspection, the maintenance service was found disabled. It was re enabled and confirmed running. The customer verified that patients were now crossing successfully. The system functioned as intended after the technical support specialist troubleshot the device.